Event description:
It was reported that the external pulse generator (epg) ventricular output was set to 20 ma, the range should be 18-22 ma but it fluctuated between 19ma and 20ma and then went to 23 ma during preventative maintenance. It was also reported that there were a few other measurements were also out of range as well. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.